Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer took correction insulin injection using multiple daily injections and did not require help from any third party. Customer reset pump before contacting support, then agreed to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump.